Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that multiple times the battery lasted for 4-5 days, the insulin pump rejected new batteries, had a about a quarter of an inch crack where the reservoir screws in, and random no delivery alarms. The device will not be returned for analysis.